Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation. 1 unit of lot c2162029 of echo-hd-22-ebus-o was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 29 august 2024. A distal needle break was observed approx. 2.5cm from tip of needle. Manufacturing records. Prior to distribution, all echo-hd-22-ebus-o devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-o of lot number c2162029 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0051 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0051) image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. As no additional information was shared a possible root cause is difficult to determine but could be attributed to advancement into a hard lesion or through hard tissue such as cartilage causing the distal end of the needle to get damaged during the first pass and then break during the second puncture attempt causing the needle to get stuck in the scope channel as it states in the complaint description ¿they did the initial pass with a great resistance and eventually the needle stack on the second pass¿. Summary complaint is confirmed based on visual and/or functional inspection. No patient outcome information was shared. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 08-nov-2024.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Needle stuck in the working channel. They did the initial pass with a great resistance and eventually the needle stuck on the second pass.